Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection showed cracks in the oled screen and when the device was powered on the screen stayed black. The rightmost motor was loose. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Replication of the damaged oled screen can occur if the device is dropped. Additionally, the investigation detected a secondary condition of loose motor screws that has no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered that the articulation motor screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. No further actions h ave been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, when they visited the operating room to see the status of the handle, there was a black o led display after taking out of the charger. They restarted the handle and did not have any result. There was no patient involvement.